Manufacturer narrative:
A1-a5 patient information was not provided. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H11 livanova deutschland manufactures the heater cooler 3t system, the event occurred in united states. Livanova field service engineer was dispatched to customer facility and confirmed the issue on patient side; to fix it, the stirrer motor was replaced. Functional operation tests were performed and unit was returned fully operational on service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that heater cooler 3t system displayed an error code related to patient pump 1 (e05). The event occurred during procedure. There was no patient impact.